Manufacturer narrative:
Medtronic received additional information that 4 months 9 days post implant of this 29mm mitral mechanical valve, it was explanted and replaced with a 27mm mitral bioprosthetic valve as the patient was non compliant on her anti coagulant medications. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 months 9 days post implant of this 29mm mitral mechanical valve, it was explanted and replaced with a 27mm mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.